Event description:
It was reported that the patient was complaining of back pain. Surgeon found a loose screw at l5. Construct from l5-s1 was removed. No hardware was replaced.

Manufacturer narrative:
Information was received from a source who is not required to complete form 3500a.